Manufacturer narrative:
Trackwise (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period oct -2019 through sept-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) enter investigation findings: the device was returned to the factory for evaluation on 10/15/2021. An investigation was conducted on 10/20/2021. Signs of clinical use and no evidence of blood was observed. Inspection was conducted. Signs of clinical use and no evidence of blood was observed. The extension cable was observed to be intact, with both collars attached to the cable. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device did passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam and heat. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. We cannot confirm the age, sterilization or usage history of this reusable, non-serialized OEM device for which the lot number was not provided.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. No power was supplied to the device. They checked all cord connections, power, and still the device received no power. They changed extension cables and the hp2 worked perfectly.